Event description:
Note: this report pertains to one of two devices implanted in the patient. Associated manufacturer report #3005099803-2012-03151 pertains to the other device. It was reported to boston scientific corporation that an obtryx transoburator mid-urethral sling system (subject of this report) was implanted into the patient on (B)(6), 2009. It was reported an uphold vaginal support system (subject of report #3005099803-2012-03151) was implanted as well. According to the complainant, the patient began to experience complications from the obtryx sling and uphold mesh kit a few months after implantation. On (B)(6), 2012 revision surgery was required to remove the obtryx sling and replace it with different sling. The revision and replacement was necessary because the obtryx sling had eroded. All other information, including the patient's current condition, is unknown and reportedly unavailable.